Event description:
It was reported that the pc units had a faulty power supply out of box failure. Unit does not turn-on, even on ac and battery. The device had battery replacement message on power up even after charging and had system error 120.4610 / 120.4630. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.